Event description:
It was reported that the lead exhibited high, out of range, high voltage lead impedance. The lead was capped and replaced. The patient was stable before, during, and after the procedure.